Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is confirmed because disconnected disposable tubing is a known cause of this type of alarm.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that a supply bag fell and disconnected from the line. The technical service representative (tsr) explained the alarm and helped the home patient (hp) clear the alarm by turning the hc off and on. A system error 2367 occurred. The power was cycled to the hc again. The hc went back to press go to start. The hp would finish therapy with a manual bag. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.